Event description:
The objective of this post market clinical follow-up (pmcf) is to proactively collect and evaluate clinical data on the usage of femostop femoral compression systems (fcss; femostop ii plus and femostop gold) and radistop compression assist device (cad) within their intended use with the aim of confirming safety and performance throughout their expected lifetime, ensuring the continued acceptability of identified risks, detecting emerging risks on the basis of factual evidence, ensuring the continued acceptability of the benefit-risk ratio and identifying possible systematic misuse or off-label usage such that the intended use can be verified as appropriate. "With radial access, after pci (table 17), ¿any complication¿¿ was reported in 7.70% of patients in the radistop group, 5.25% of patients in the other devices group, and 8.86% of patients in the hand compression group. ¿any bleeding¿3 complication was reported in 5.78% of patients with radistop, with all events reported as ¿minor bleeding¿4(4.92%). In the other devices group, bleeding was reported in 2.85% and all (0.8%) cases were reported as ¿minor bleeding¿. Any bleeding was reported in 1.27% of patients in the hand compression group. Pci procedure success rate was 95.99% for radistop compared to 95.25% for ¿other devices¿ and 87.34% for hand compression. The need for ¿other treatment in addition to compression¿ was low and similar across pci and angiograph groups and all device groups.the composite endpoint mae (major bleeding5, minor bleeding, pseudoaneurysm, and hematoma [>5 cm]) was selected to assess safety and performance of radistop cad usage6. The composite mae rate was higher in patients treated with radistop cad compared to other devices and hand compression for both coronary pci (radistop cad: 5.50%; other devices: 2.55%; hand compression:1.27%) and angiography (radistop cad: 1.58%; other devices: 1.03%; hand compression: 0.00%) procedures performed with radial access. This likely does not reflect a difference in safety or performance but rather the difference in sample size of the populations.radistop cad use and hand compression use were much lower than competitor device use for both pci (radistop cad: 1545procedures; other devices: 227,534 procedures; hand compression: 79 procedures) and angiography (radistop cad: 1894 procedures; other devices: 231,470 procedures; hand compression: 93 procedures) coronary procedures performed with radial access. There was no pre-defined acceptance criterion since radistop cad is not moving forward under MDR. Pmcf data collection will continue and be described descriptively until the ec full quality assurance certificate associated with this device expires in may 2024.". One bleeding event occurred requiring surgical intervention, one pseudoaneurysm occurred requiring treatment and 7 patients total had an extended hospital day >1 day.

Manufacturer narrative:
Corrected information: d1, d2b, d4

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.